Manufacturer narrative:
This report is being submitted due to a sentinel event reported on medwatches 1320894-2013-00034, and, 1320894-2013-00035. Devices have been received at conmed ; however, the evaluation has not yet commenced. When a quality engineering investigation of the reported incident is completed, a supplemental report will be submitted.

Event description:
It was reported to conmed that, "according to the hospital: problem of clip closing, resulting in leakage of bile into the abdomen. Risk of infection on the wall. " it was also reported that there was no patient injury.

Manufacturer narrative:
The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. Six (6) devices were returned for evaluation. Three (3) unopened lot samples, and three (3) used samples one (1) with a different lot number (lot 1302111) stamped on handle. The three (3) used devices were evaluated in the laboratory. All three (3) performed as expected and the laboratory examination of the devices failed to reproduce the reported complaint of clips not closing properly. To mitigate these issues, each device is verified in manufacturing to function properly before release by firing and inspecting four (4) clips. The first clip is inspected for poor closure and scissoring. The second clip is fired and dropped through a go/no go gage and eye gap is measured under the vision system. The cartridge is then rotated 90° and the third clip is quickly fired. The device is tapped to check that the fourth clip is held in place. The fourth clip is checked for eye gap with the go/no go gage. The 20 clips in the cartridge are checked for "double stack" and "piggy-backed" clips. In addition, the last device manufactured from each shift undergoes a full fire test. The device must fire 20 clips with no more than 2 misfeeds, the device must lock out after firing the 20th clip, and must have no other defect that prevents the device from firing 20 clips. A review of the manufacturing documents from the DHR/lhr for reported lot 130429, and, the extra returned lot of 1302111, has verified the devices were produced and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. The reported failure could not be reproduced during laboratory evaluation of the three used devices returned to conmed. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.